Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Family member called emt (emergency medical technician) to transport customer to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with "emergency dose of dextrose" and intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate. Tandem technical support educated the customer regarding off-label insulin.